Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they were disappointed that their stimulator never worked well for them. They stated that they would need to turn it up so high that stimulation would be uncomfortable. The patient stated that they had a nerve condition about 10 days ago and noted that the reason they had the stimulator put in was for degenerative disc disease and they reported that their legs don't work right. The patient stated that they would be in tears when going to the bathroom because of their legs. Last year the patient had surgery and they took out bone fragments and that didn't seem to help. The patient stated that they needed an MRI but they had not been able to charge the ins for a year and they're not sure why it would not charge. During the call the recharger was showing poor the communication screen. The event occurred since implant (B)(6) 2016). The patient called back on (B)(6) 2019, requesting to meet with a manufacturer representative (rep) to help bring their device out of the possible overdischarge in order for them to have an MRI. Options for MRI eligibility were reviewed. The consumer reported that if they turned the device up enough to help with their pain it was too intense to even walk. The patient stated it caused their legs to spasm. The patient noted that at the time of implant they thought only level 5 was involved. The patient explained that they had followed a manufacturer representative¿s instructions to try to resolve the issues and were planning to have surgery of levels 3, 4 and 5 bi-laterally.